Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, batch record review, and device history review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Batch record review and device history review did not identify any issues that may have caused the customer issue. The product was not returned. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified

Event description:
The customer reported falsely elevated creatinine results generated while using the clinical chemistry creatinine reagents. The following data generated on (B)(6) 2016 was provided (umol/l). Sid (B)(6) initial 906, repeat 95, 95, 94. No impact to patient management was reported.